Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("pain under the abdomen / pelvic pain") and arthralgia ("terrible joint pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "possible rejection to essure" (seriousness criterion medically significant). In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion medically significant), headache ("headache") and sexual dysfunction ("she could not have sexual intercourse"). The patient was treated with codeine. Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia, headache and sexual dysfunction outcome was unknown. The reporter considered arthralgia, headache, pelvic pain and sexual dysfunction to be related to essure. The reporter commented: the patient reported that essure was implanted in (B)(6) 2016 and after 4 months, the devices were removed. In this period of time the patient presented a terrible joint pain even when she was peeling potatoes. She could not hold her daughters. In addition, she experienced headache, pain under the abdomen, in the pelvic area. She felt pain every day, it was continuous she had to go to the physician almost every day to receive codeine. Some medical reports considered a possible rejection to essure but they thought that the body had to get used to the device. When the patient could talk to the physician who implanted essure, she told him that it was not only the pain, essure was affecting her life, she could not have sexual intercourse. The physician agreed to remove the devices. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.